Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access y-type irrigation set had no flow. The tubing at the end was collapsed or kinked which prevented flow. The process step was unknown. There was no report of patient injury or medical intervention associated with this event.